Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed for error code 41786 upon startup and requires a software upgrade. There was no patient involvement.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The pump was put into manufacturers¿ utility mode and the error code was cleared. The pump was powered back on, and no alarm was triggered. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The cause was identified to be a software error code needing to be cleared.